Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported an ipump device which allowed more patient control apparatus injections per hour then expected by the customer during patient use. The customer stated that the device was programmed to allow only 2 pca injections per hour, however the device allowed 5 pca injections per hour. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.